Event description:
During a laparoscopic cholecystectomy procedure, the jaws crossed and did not close the clip on cholecystic artery. The pt lost .5 liter of blood. The pt was re-operated and the cholecystic artery was closed by another instrument.